Event description:
Patient had a hernia repair using the 3d patch and plug, since the repair, patient has had moderate to severe pain while sitting, sleeping, sneezing using the restroom, working out. Daily life is very challenging now. The pain is causing numbing and shooting pain down the leg. Now the pain is so severe, she can't do anything without being in constant chronic pain. Patient is looking into getting the plug and patch removed. Diagnosis or reason for use: right inguinal hernia repair.